Event description:
Following initial surgery,the locking screw on the sternal talon physically came off and prevented the device from locking properly. A secondary surgery was performed to remove the broken sternal talon and a preplacement talon was implanted.